Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that an ozark view self-starting fixed screw migrated out of the plate post-operatively. The patient is not experiencing any symptoms due to the failure of the device and it is unknown if fusion was achieved. Revision surgery has not been scheduled at this time.

Manufacturer narrative:
Functional inspection, dimensional inspection, visual inspection, and material analysis were unable to be performed as the device was not available for evaluation. A review of the device and complaint history records could not be performed as a valid lot code was not identified. It is not clear what caused the screw to migrate, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Ultimately, no root cause for the issue could be determined based on the available information. As a result, the alleged failure mode was unable to be confirmed, and no root cause for the issue was able to be determined.

Event description:
It was reported that an ozark view self-starting fixed screw migrated out of the plate post-operatively. The patient is not experiencing any symptoms due to the failure of the device and it is unknown if fusion was achieved. Revision surgery has not been scheduled at this time.